Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving fentanyl 1500 mcg/ml at 225.2 mcg/day via an implantable pump. It was reported the patient had an increase in pain and there had been a failed catheter dye study. A catheter revision occurred . After cutting distally from the pump segment, the catheter had visibly showed cerebrospinal fluid (csf) dripping. 2 cm of the spinal segment and 7.6 cm ofthe pump segment had been removed and a new pump segment had been added. The rest of the spinal segment remained implanted and still in use. There had been no allegation against the pump at the time of the surgery, but because it had been halfway through its life cycle the surgeon elected to replace the pump at that time as well. Patient medical history was asked but remains unknown. At the time of this report the issue had been resolved and the patients status was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(6), implanted: (B)(6) 2002, explanted: (B)(6) 2023, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 11-sep-2004, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: the pump was returned and the device passed all testing in the laboratory and no anomalies were identified. The 8709 catheter was returned and analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. An unknown catheter was returned and visual inspection of the sutureless connector (sc) identified coring and tearing in the cup of the connector. Analysis also identified a sharp bend in the area of the transition tubing near the connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.